Manufacturer narrative:
D10 concomitant product: unk-sigadapt, unknown signia egia adapter, (serial #unknown); sigphandle, sig power sigphandle handle, (serial #unknown); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the device's reload did not function properly, and the articulation joint of the reload broke. As a result, the reload could not be removed, necessitating the resection of the articulation and reload. The patient had thick rectum tissue, which initially caused the power handle to report the tissue as too thick, but after repositioning, this issue was not reported again. Suturing was performed as a staple line replacement. The patient experienced extended hospitalization for 3-5 days and an extended surgical time of 3-5 hours.

Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), g3, h3, h4, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was had a full complement of staples. One of the blowout plates was noted to be fractured. The reload laminates were herniated from the side of the reload with the jaws unclamped. Functional testing was precluded due to the observed condition. It was reported that the articulation joint was broken, difficult to unload, and did not fire. The reported issues were confirmed. The most likely cause could not be established from the information available. It was also reported that instrument locked on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.